Event description:
Laser with microscope and micromanipulator set-up. Was unable to focus beam on the field. Microscope, when in focus through laryngoscope, left no room to use instruments and so the laser was not used. Preventative maintanence was performed on the laser shortly after this occurrence and no problems were found. The micromanipulator was sent to the manufacturer for calibration and repair and was not returned as of 34 days later.